Event description:
During a pta/stenting procedure, difficulty was encountered deploying the symphony biliary stent. Following advancement to the lesion in the superfical femoral artery, attempts to deploy the stent were unsuccessful. Difficulty was encountered withdrawing the stent delivery device from the guide catheter; therefore the guide catheter and stent delivery device were removed as a unit. A new stent was used and the procedure was completed successfully. The pt was reported to have no adverse effects.